Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not receive a site reminder as expected. Customer declined troubleshooting with tandem technical support. In addition, customer had elevated blood glucose (bg) levels (324 mg/dl). Reportedly, elevated bg levels was due to the pump supplies needing to be changed out. Customer delivered a bolus to address elevated bg levels. Customer believed elevated bg levels would stabilize once pump supplies were changed out, and declined follow up from tandem technical support.